Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 4 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was prompting an error 4 message. After the reported issue, which the reporter stated has been occurring since they obtained the meter, the patient went to the hospital. According to the reporter, the patient did not have any symptoms; however, her blood glucose was 367 mg/dl at the hospital. She was treated with IV fluids and admitted. The issue was not resolved with troubleshooting with the cca. The reporter also reported that the patient was obtaining error 5 message. Apply sample messages and that the meter was reading inaccurately erratic (these issues have been documented on separate service requests). The meter was replaced. This complaint is reported, as the issue was not resolved, and the reporter alleged that the patient was unable to test on the meter; the patient then went to the hospital and received intravenous treatment.